Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a contact called in to report elevated blood glucose levels for the patient and noted the smell of insulin. The contact stated that the infusion set had been changed earlier and that blood glucose levels continued to rise afterward. The patient was using a teflon infusion set with 23-inch tubing. Troubleshooting was performed, during which the tubing was tested and the cartridge was removed for inspection. Insulin leakage was identified coming from the connector and infusion set, and not from the cartridge. The contact reported being comfortable changing out the supplies independently. It was confirmed that the connector was being attached to the cartridge while the cartridge was inside the device. Replacement infusion sets and connectors were arranged to be sent. The contact stated they would call back with any additional concerns and reported no further questions at that time. The patient¿s blood glucose levels were affected during the event, with a highest reported value of 400 mg/dl and remaining outside the target range for approximately five hours. No backup insulin therapy was used, no ketone testing was performed, and no recent steroid use or professional medical intervention was reported. Assistance was provided by the contact out of kindness. The patient experienced elevated blood glucose but no other immediate adverse health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.